Event description:
It was reported that during implant, the ventricular lead exhibited increased threshold and a sensing anomaly. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal lead characteristics.